Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube and tube are badly bent. The technician replaced the side rail end tube, side rail tube and ratchet rivets to resolve the issue.